Manufacturer narrative:
This shall be a MDR reportable event as the hcw was sent to emergency room for compliance with the clinic's post exposure protocol. Thus, we are submitting this medwatch. Based on (B) (6) e-mail dated 20-feb-10, the pt is a low risk on infectious diseases. Based on the info received from (B) (6), the health care worker confirmed that there were no visible defects noted on the wingeater and the external locks were not found to be opened prior to usage of the set. There is a possibility that the health care worker might have exerted too much force when they retracted the needle into the wingeater which might have caused the external locks to open. A secondary possible cause may be incomplete capping of those external locks during the mfg process assembly, however, exam of the mfg process and reserve samples deem this a highly unlikely occurrence. We would like to advice end-user not to retract the wing further once the wings are fully retracted to the back of the wingeater. Nonetheless, briefing was conducted to all operational staffs and inspectors for their awareness and to be more vigilant when conducting 100% final inspection.

Event description:
Facility reported "when removing fistula needle wing safety device, employee was pulling to lock needle in safety device. The safety device plastic piece split in two pieces at the seam. Employee was stuck with needle in knuckle area". (B) (6)